Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump, and it was confirmed they also encountered a cartridge alarm 20 with a previous cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to switch to mdi as a backup therapy and was informed they would receive a replacement pump with updated software. The customer understood the instructions to return the faulty pump using a tandem-provided return box and pre-paid label, as well as the steps to program settings and connect their cgm to the new pump. The replacement pump was sent by technical support.